Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the selection key not working. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer states the button was not unresponsive during an easy bolus attempt. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.